Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid/blood leaked from the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum during use. The following information was provided by the initial reporter: "fluid and/or blood is coming out of the IV port. Leakage came from the IV port site when the needle was removed. We had fluid as well as blood flow back thru that sit".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of an 18gx1.25in catheter adapter for the investigation. The first photograph displays the top web label while the second photograph displayed that a venipuncture has been performed and the catheter is inserted in the patient¿s arm. A drop of clear liquid was observed at the end of the catheter adapter therefore the reported issue of leakage is confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Without the actual sample, further investigation could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that fluid/blood leaked from the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum during use. The following information was provided by the initial reporter: "fluid and/or blood is coming out of the IV port. Leakage came from the IV port site when the needle was removed. We had fluid as well as blood flow back thru that sit".